Event description:
A nurse contacted baxter (B)(4) regarding a damaged uv flash transfer set. The nurse stated that the light blue main body was found broken, during use. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with and the light blue body was cracked and broken. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.